Event description:
It was reported that the patient had her device removed because it did not work for her. A new device was implanted and patient outcome was described as no apparent injury. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete.